Event description:
It was reported to nova biomedical that a consumer received a result of 375 mg/dl on their blood glucose meter. The consumer administered 5 units of insulin based on the reading. According to the consumer she experienced immediately a hypoglycemic event which did not require any medical intervention. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.